Manufacturer narrative:
Per tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 240 mg/dl a ketone level identified as dangerous (diabetic ketoacidosis). Reportedly, the humalog insulin in use was expired. Additionally, the cartridge connection to the infusion tubing was loose. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.